Event description:
Ous MDR. After an implantation time of 101 months, a lead dislodgement was reported. The lead was explanted and returned to biotronik. No deterioration of the patients state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut through 13 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. There was an extraction set in the distal lead fragment. The returned fragments were examined visually and electrically. Aside from the existing separation of the lead, no deviations were detected that could be related to the observed dislocation. The measurement of the direct current resistances of the electrical conductors also proved to be normal. There were no indications of a material defect or manufacturing error.